Manufacturer narrative:
The hill-rom tech stated the casters were worn. The hill-rom tech replaced the caster to resolve the issue.

Event description:
Information received indicated when the brakes were activated the casters would swivel.